Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the alleged issue (proximal pressure sensor autozero failed) was not duplicated during the extended run. The customer reported that the device has not been returned to service.

Manufacturer narrative:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The customer stated the device displayed a proximal pressure sensor autozero failed alarm, and the noted error code (110b) was confirmed in the event log; however, the customer reported that the issue could not be duplicated during a test run. The rse advised the customer to continue to perform an extended run, to see if the issue could be duplicated, if the issue was not duplicated, the rse noted that the device could be returned to use. If the issue was duplicated, additional assistance would be provided. The customer would perform the run, and call back if any further assistance was needed. A follow up was performed with the customer, and it was reported that the alleged issue (proximal pressure sensor autozero failed) was not duplicated during the extended run. The customer reported that the device has not been returned to service. The customer reported that the device was returned to service, after it was inspected and re-verification was performed. No repairs were reported to have been performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error message. The customer stated the device displayed a proximal pressure sensor autozero failed alarm, and the noted error code (110b) was confirmed in the event log; however, the customer reported that the issue could not be duplicated during a test run. The rse advised the customer to continue to perform an extended run, to see if the issue could be duplicated, if the issue was not duplicated, the rse noted that the device could be returned to use. If the issue was duplicated, additional assistance would be provided. The customer would perform the run, and call back if any further assistance was needed. Investigation ongoing / resolution pending.